Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customers insulin pump failed cpu hardware test and customers blood glucose level was 9.0mmol/l. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with cracked or detached end cap. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify compromised force sensor system alarm due to cracked or detached end cap.